Manufacturer narrative:
(B)(4). Batch # k92029. Additional information was requested and the following was obtained: was user ever able to get jaws of device open during the procedure: no information. Anyway, the device did not clamp the patient¿s tissue at the time.

Event description:
It was reported that during an unknown procedure, the jaws did not open when the device was fired for functionality without clamping tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed (B)(4) clips. However, upon each actuation of the trigger, it was noted that the clips were fed slower than expected. Finally, it locked out as intended. It is known from the history of the device that a possible cause for the slow feeding issue is the silicone that get viscous; the silicone is applied during the manufacturing process; however, no conclusion could be reached as what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.